Manufacturer narrative:
(B)(4)

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed more than 10 minutes later after insertion of the intra-aortic balloon (iab). The pump alarmed with "helium leak". The problem could not be resolved after handling per standard procedure therefore a new catheter was used. There was no report of patient death, serious injury or complications.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed more than 10 minutes later after insertion of the intra-aortic balloon (iab). The pump alarmed with "helium leak". The problem could not be resolved after handling per standard procedure therefore a new catheter was used. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. The iab was confirmed with a leak from the outer lumen which allowed an external helium leak. The leak site identified is consistent with contact from a sharp object. The root cause of the complaint is undetermined, but a potential cause of how the iab came into contact with a sharp object is due to customer handling. This will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.